Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicates that the lead was dislodged. This lead was surgically revise. No additional adverse patient effects were reported.